Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. All tines were intact and undamaged.

Event description:
New information received indicates that x-ray and fluoroscopy was performed which confirmed the lead's dislodgement. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. Patient status was not provided.